Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure it was difficult to insert the guidewire in the left ventricular lead; the guidewire did not go in smoothly. The physician had difficulty placing the lead. The lead was not used and a new lead was implanted. The patient was discharged post procedure.